Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine via an implantable infusion pump. The concentration and dose of morphine at the time of the event was unclear. Patient history included spinal pain, non-malignant pain, and rsd/causalgia-complex regional pain syndrome. The patient stated that "with one of her older pumps" when it got low it did not deliver quite effectively and the patient would go into "kind of withdrawal." Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.